Manufacturer narrative:
A batch record review for lot c357 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint categories, centrifuge bowel leak/break, alarm #1: air detected, and alarm #17: return pressure. No trends were detected for complaint categories, centrifuge bowel leak/break and alarm #17: return pressure. An upward trend was detected for complaint category, centrifuge bowl leak/break. Alarm #1: air detected and alarm #17: return pressure were investigated through CAPA (B)(4). CAPA (B)(4) was closed. Service order, (B)(4), feedback: the service technician cleaned the residual blood from inside the centrifuge chamber, and removed the door covers and glass to clean them. He re-assembled the door. He replaced the bowl leak strip due to damage. The following day he ran the system checkout and encountered issues with the ac pump head. He replaced the pump head and re-tested the instrument. The instrument tested ok then he completed the system checkout which also test ok. No further action required. The photo analysis also shows that there was a crack in the base of the centrifuge bowl. While the location of the blood leak is known, the cause for that crack is not known. The analysis was unable to determine whether the crack in the base of the centrifuge bowl occurred before or after the bowl became unsecured and hit the wall of the centrifuge chamber. The assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
The customer called to report a broken bowl or drive tube during a patient treatment that resulted in a leak in the centrifuge chamber. The customer was not sure which part of the kit broke to cause the leak in the centrifuge chamber. The customer did not observe a leak detected: centrifuge chamber alarm. The customer reported that the treatment was in single needle mode and had multiple air detected alarms initially in the patient¿s collect line. The customer noted that after repositioning the patient¿s port needle; the blood flow was better. At around 800-900 ml whole blood processed the customer took the centrifuge bowl out of its position in an attempt to dislodge the air. The customer disconnected the patient¿s return line to clear the air. Shortly after returning the bowl to the centrifuge, the customer noted air was filling the blood filter of the kit. The customer stated the bowl was properly clipped into place. The customer reported air detected and return pressure alarms had also occurred. Very shortly after observing that there was air in the blood filter, the customer heard a loud noise and observed the bowl hitting the inside of the centrifuge chamber. At this time the treatment was stopped and aborted. The patient was reported to be in stable condition. Service order, (B)(4), was dispatched in order to clean the centrifuge and replace the leak detector. The kit was discarded. The smart card and photos for returned for investigation.